Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned driver shaft, t6, self retaining, ao had twisted. Functional testing was not performed due to the damage to the distal tip of the device. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the inserter within the screw during use.

Event description:
On 02/6/2024, it was reported by a sales representative via (B)(4) that an ar-18800-04 driver shaft and an ar-18800-03 driver shaft warped when tightening the screws. This was discovered during a procedure; the patient was not affected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.